Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot number added; expiration date added. G1: manufacture site added. H4: manufacture date added. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part# 04.034.234s, lot # 7316369, manufacturing site: (B)(6), release to warehouse date: 10 april 2013, supplier: (B)(6), expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E3: initial reporter is a physician.

Event description:
It was reported that on (B)(6) 2023 during intra-op patient requested to have bil ex tibia nails, and screws, removed due to pain and irritation. The implants on the right side were removed without incident. The implants on the left were difficult. The end cap was removed, and nail extractor threaded into nail. The distal screw was removed. While attempting to remove proximal screw, the screw head broke off of the shaft, and looked to be cold welded into the head of the screw. The broken screw removal set was opened and surgeon attempted to get screw shaft out of nail/tibia. The broken screw removal instruments were unable to assist in removing the screw shaft. The surgeon had to open skin medially, and use an osteotome to cut bone away from screw on lateral and medial sides. He was then able to tamp the screw shaft out of patient. He then proceeded to remove the nail. There was surgical delay of sixty (60) minutes. Action was taken of opened additional sets/instruments, x-ray were taken and there were fragments generated and the fragments were removed easily without any additional intervention. Surgery was completed successfully. Patient consequences are unknown. This complaint involves nine (9) devices. This report is for one (1) 8 ti cann tibial nail-ex prox bend 270-s. This is report 1 of 9 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is (B)(6) 2023. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.